Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician attempted to program the implantable pulse generator (ipg) to no avail. It was indicated that the battery had depleted sooner than expected. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.